Event description:
It was reported that a strange sound came from the pump and a pump off alarm occurred while the patient was asleep. When the red heart alarm sounded, the patient exchanged their controller to the backup controller. The patient was asymptomatic. Driveline damage was suspected and the patient was instructed to continue on battery power. When the controller was connected to the system monitor all pump parameters were displayed as 0 and the controller was in backup mode. Additionally, a strange sound was noted coming from the controller when it was connected to the system monitor. Related MFR# 2916596-2022-00828.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a red heart alarm and a strange sound coming from the controller was confirmed. The evaluation of the returned system controller serial number (B)(6), revealed an open fuse (f3). The fuse (f3) is part of the main vcc circuitry. As a result, the system controller was not able to operate a test pump properly in primary mode and the log file was corrupted. Once the fuse was replaced the system controller functioned as intended. A specific root cause for the damaged fuse was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. Patient handbook, operating manual covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Important warnings relating to pump stops are described in operating manual. No further information was provided. The manufacturer is closing the file on this event.